Event description:
Discordant low results for ca125 were obtained on an immulite 2000 instrument. One result was close to the upper calibration range. Repeated it was over calibration range. Then it was repeated with dilution and the result was twice higher. Only the diluted result was reported out. Another result was ten times over the cut-off value. The result was reported out and questioned by the physician. The repeated result of the same sample was slightly higher. There are no known reports of patient intervention or adverse health consequences due to the discordant low ca125 results.

Manufacturer narrative:
Siemens technical solution center (tsc) confirmed that all instrument maintenance was current and there were no signs of contamination. The tsc confirmed that all calibrators and quality control materials were handled in accordance with package insert directions. The cause of the event is unknown. The instrument is performing within the specifications. Further evaluation of the device is not required.